Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to regurgitation.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. Analysis: the valve continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a follow up report will be submitted.